Event description:
A report from the user facility states that during preparation for the procedure the 27 gauge needle tip "flew across the room" after being attached. There was no pt contact and no report of injury to personnel.

Manufacturer narrative:
The product is not available for eval.